Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a black vertical line that varied in size ,on the left side of the touch screen. Reportedly, the line appeared inconsistently,. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.